Manufacturer narrative:
Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated. D4 correction - catalog # updated from unk ht command to unk ht command 18.

Event description:
It was reported in a general comment that the hi-torque (ht) command guide wire tip gets damaged or breaks off when using with a non-abbott device. It is unknown if the tip was removed from the patient as this is a general comment. There was no reported adverse patient sequale and there was no clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, an electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, it is unknown if the tip was removed from the patient as this is a general comment. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Date of event estimated as 04/01/2024 the UDI is not known as the part and lot number were not provided.